Manufacturer narrative:
The device passed displacement test. The device received with high active and sleep currents due to moisture damage at the electronic assemblies. The battery tube found with traces of corrosion.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got replace battery alert on insulin pump. The customer's blood glucose was unknown. The customer stated that they found several failed battery alarms in alarm history. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.